Event description:
It was reported that a pump displayed door close errors. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Incoming evaluation confirmed the reported symptom "door will not latch." During the evaluation, unit experienced door not fully latched messages due to a failed upper link switch. The upper auxiliary assembly was replaced.